Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: a review of the black box showed evidence of a short battery life including a voltage drop which resulted in a replace battery alarm. The battery cap was difficult to remove from the pump. The pump intermittently powered on with the returned battery cap to a dim and discolored display. The battery cap threads were damaged and the coin slot was worn. A test battery cap was used for all testing. The battery compartment was cracked in the thread area and below the grip pad. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. The leak test showed a leak at a battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, no audible tones were present at power up or during the alarm sequences. Further investigation showed a cracked solder connection at the piezo. The audio tone failed due to a cracked solder connection at the piezo. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.